Event description:
It was reported the lead was fractured and replaced. No patient complications have been reported as a result of this event. Additional information was received, reporting the lead had high impedance.

Manufacturer narrative:
Other: it was reported the lead was fractured and replaced. No patient complications have been reported as a result of this event. Additional information was received, reporting the lead had high impedance. No conclusion can be drawn. Impedance, high, lead(s), fracture of.